Event description:
The intra-aortic balloon was inserted into the pt on 3/11/98 at 9:00 pm. On 3/13/98 at 7:45 am, resistance was felt with the intra-aortic balloon halfway out. A "pop" was heard when it was removed. The balloon was checked and it inflated ok. The intra-aortic balloon was not returned to datascope for eval. (Event complications: none from the event-reported 5/6/98.) (Pt's current status: discharged-reported 5/6/98.)